Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated that before that they had like 100% incontinence and they had 80% or more improvement. But sometime with the 2nd implant, it wasn't helping. Patient stated they were wearing the strongest depends they could get and still at night they had problems with that.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
When contacted for follow up information, the physician reported that it was not their patient. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device had not been working for over a year as they had issues with incontinence. They stated that everything was working great until (B)(6) 2016 when the device stopped helping them. The patient had not tried to make any adjustments with the programmer. The patient was then assisted with increasing the stimulation from 1.2 volts on program 2 to 2.1 volts where they felt the stimulation in the bike seat area. They were redirected to their healthcare professional (hcp) if the change did not help their symptoms. There were no further complications reported or anticipated. Additional information was received from a consumer. It was reported that the patient's first implanted device worked and the second one worked for about six weeks then stopped. The patient got this device replaced. The patient does not intend to follow up with any healthcare professional. No further patient complications are anticipated or expected as a result of this event.